Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 15-oct-2017. It was reported that crossing difficulties were encountered. The 95% stenosed, 2.5x25mm target lesion was located in the lightly tortuous and calcified vessel. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element, mr, ous 2.50x24 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent rows 12-13. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 15-oct-2017. It was reported that crossing difficulties were encountered. The 95% stenosed, 2.5x25mm target lesion was located in the lightly tortuous and calcified vessel. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.